Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient complained of weakness in the arms and legs. The patient met with the physician and underwent a CT scan. The physician believed the cervical paddle lead caused the weakness. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted so the patient could get an MRI.